Event description:
It was reported that this right atrial (ra) lead was an attempted implant since a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion and required a pericardial drain to be placed, but blood had already clotted in pericardial sack, in which the thoracic surgeon opened the pericardial window to suction out clot. No new lead was implanted. No additional adverse patient effects were reported.